Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 586 mg/dl and ketones were present. The cause was not known. High bg was addressed with a bolus via the pump. A pump system check was performed and no device issue was identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.